Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime test due to faulty force sensor resistor also, unable to complete functional test due to a33 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.